Event description:
It was reported via legal documentation that approximately 35 months after a right total hip replacement procedure, the patient underwent a revision procedure to address polyethylene wear, difficulty walking, pain, limited range of motion, stiffness, and inability to bear weight. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: (B)(6) 180-65-30 - alteon 6.5mm screw, 30mm (B)(6) 180-03-64 - nv cwn cup mlt hl rf, 64mm group 4 (B)(6) 180-65-25 - alteon 6.5mm screw, 25mm (B)(6) 180-65-15 - alteon 6.5mm screw, 15mm the device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Manufacturer narrative:
Based on the available information, the patient involved meets risk criteria for early prosthesis wear and/or osteolysis implanted with a component having a shelf age of greater than 2 years. The most likely underlying cause for the revision reported is a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) however, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.